Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, redness, swelling, and drainage. Cultures of the device pocket were obtained and staph was the organism cultured. The pt does not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant 42 days later. The device was not returned to the MFR for analysis. Hcp reported pt's infection is resolved. Hcp reported pt's risk factors included debiltated status and chronic infection: osteomyelitis. A follow up report will be sent when additional info is received.